Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer service states the provider called back in and states the center seat frame is cracked in the rear.